Event description:
A customer reported via phone call indicating that they went into the pool with their insulin pump and received a button error alarm shortly after. The customer has a blood glucose level was 161 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside pump was noted.